Manufacturer narrative:
(B)(4) (revision surgery). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was preoperatively diagnosed with l1, l2, l3, l4, and l5 spondylosis with myelopathy, lumbar stenosis with claudication and kyphoscoliosis and underwent following procedures: l1, l2, l3, and l4 decompressive laminectomy; l5 bilateral laminotomy; posterolateral arthrodesis at l1, l2, l3, l4, and l5; instrumentation from l1 to l5; autograft same incision; interbody arthrodesis at l1-l2, l2-l3, and l4-l5; use of interbody cage placement at l1-l2, l2-l3, and l4-l5; bone marrow aspirate from the vertebral body of l1, l2, l3, l4, and l5 to enhance the interbody fusion and posterolateral fusion. Second stage of the procedure, on-q pump placement through a separate stab incision. As per op-notes, ¿¿we placed in the peek cage with bmp and autologous morcellized bone graft and bone marrow aspirate at l1-l2, at l2-l3 and at l4-l5¿¿ no patient complications were reported. On (B)(6) 2012: the patient was pre-operatively diagnosed with l1-s1 spondylosis, stenosis at l5-s1 with foraminal stenosis and underwent following procedures: l1-l2, l2-l3, l3-l4, l4-l5 l5-s1 posterolateral arthrodesis. Re-exploration of the spinal fusion, removal of segmental instrumentation, laminectomy, decompressive laminectomy at l5, bilateral laminotomy at s1 for decompression of the s1 nerve root, allograft/autograft same incision, bone marrow aspirate from the vertebral body of li, l2, l3, l4, l5 to enhance posterolateral fusion. No patient complications were reported. On (B)(6) 2013: the patient was preoperatively diagnosed with spinal stenosis with spinal scoliosis and deformity with spinal instability and underwent following procedure: t10 to l3 and l5 to s1 posterior fusion with l3-4 and l5-s1 posterior fusion and posterior interbody fusion, with peek cage application to each level, with supplemental iliac fixation bilaterally with stealth three-dimensional navigation, local bone graft and allograft, posterolateral fusion, and posterior column lumbar osteotomy at l3-4. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient underwent l1, l2, l3 and l4 decompressive laminectomy; l5 bilateral laminotomy; posterolateral a rthrodesis at l1, l2, l3, l4 and l5; instrumentation from l1 to l5; autograft same incision; interbody arthrodesis at l1-l2, l2-l3, and l4-l5; use of interbody peek cage placement at l1-l2, l2-l3, and l4-l5; bone marrow aspirate from the vertebral body of l1, l2, l3, l4 and l5 to enhance the interbody fusion and posterolateral fusion. The fusion cages were packed with rhbmp-2/acs. Following surgery, the patient followed up with her physician. She began to develop radiating pain to her legs, chronic back pain, and numbness down the back, legs, feet and buttocks. Also she cannot bend, walk, reach and perform many of the basic activities of daily living without assistance. The patient has never recovered from her surgery, and she continues to have daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.